Manufacturer narrative:
This issue was first reported under MFR 1415939-2013-00169. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The field service representative (fsr) performed troubleshooting and re;laced a leaking trigger pump. He also replaced the manifold kit valve to resolve the issue. Tracking and trending identified no adverse trend. Labeling was reviewed and found to be adequate. No product deficiency was identified.

Event description:
The customer stated an architect i2000sr analyzer generated a false positive troponin result for one patient sample. The analyzer generated an initial troponin result of 0.038. Upon repeat, a troponin result of 0.006 was generated. The false positive troponin result was not reported outside the laboratory and there was no adverse impact to patient management reported.